Manufacturer narrative:
Plant investigation: the cycler has not been received by the manufacturer. A preliminary investigation was completed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was unconfirmed and the cause could not be determined based on the preliminary investigation results.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. An exterior visual inspection of the returned cycler showed a damaged top cover label. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. A pre- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a voltage check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A second review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during peritoneal dialysis (pd) treatment a patient heard a popping sound and observed a spark or flash from the cassette compartment of their liberty select cycler followed by smoke. The patient was advised to discontinue use of their liberty select cycler and notify their pd registered nurse (pdrn). It was reported that an alternate treatment was available. Upon follow up, the patient reported that treatment was completed with the cycler on the date of the event. The patient was on their final drain at the time of the event and immediately disconnected after the issue occurred the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient indicated the cycler had never been dropped nor physically damaged. There was no flame observed. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.